Event description:
When examining the sterile packaging of the device prior to opening an object resembling a short hair was discovered. The object was positioned inside the same bag as the medical device but not in direct contact with the device. The hospital staff proceeded to remove the foreign body and examine the device for any other foreign objects. No other objects were found and the surgeons decided to proceed with implantation of the device. The outcome of the procedure was good and there has not been any harm reported from the incident.